Event description:
Additional information received from the consumer reported that their controller would be 100% and the stimulator would be down to 30% and it was not caused by normal battery depletion. The representative made an adjustment and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that a few months ago the patient noticed they had to charge their implant more frequently. Patient noted they recharged the ins saturday (B)(6) 2024 and today (B)(6) 2024 when they noticed the controller said charging soon (agent understood recharge ins battery soon) even though the controller was at 100%. Patient noted their stimulation was on very low settings. When they first got the implant it was not like this for they did not have this discomfort like they did now. They now had discomfort in their knee and their ins battery would run to 0% even though their controller was still at 100% or 90% battery. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient service provided patient nas phone number. . Caller noted they have had a manufacturer representative (rep) come to their primary care office in the past.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.